Event description:
On (B)(6) 2012 the reporter contacted animas and stated that keypad buttons had a delayed response and required increasing force to elicit a response for six months. The patient indicated that the keypad had been torn and peeling for three months. No evidence of moisture in the pump was reported. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): on examination, the keypad was worn and peeling from the bottom to the ok keypad button and the audio bolus button was torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the down arrow keypad button is responsive. The up arrow, ok and contrast keypad buttons had intermittent response when pressed. The audio bolus button was difficult to push, but was responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.